Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. An infold is a valve expansion anomaly which can be affected by patient anatomical factors (i.e., calcification, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or recapture process, the struts may cross over and catch on each other while being compressed, which in some cases can potentially contribute to infolding. Information received stated that the valve load was confirmed (i.e., visual, tactile, and fluoroscopy inspections) and that there was no unusual resistance or a misload. In this event, it was reported that the patient¿s anatomy contributed to the infold but the cine review could not confirm the infold in the first deployed valve. Therefore, a root cause for the infold could not be conclusively determined. Potential factors that can influence a valve to dislodge include, but are not limited to, tension applied on the delivery catheter system (dcs) during positioning, patient calcification levels and compliance of the aorta and native vessels. In this event, the physician attributed the dislodgement to the patient¿s small left ventricular outflow tract (lvot). The cine review confirmed that the first valve dislodged but it could not confirm or deny that patient anatomy was the reason for the dislodgment. Valve dislodgement events are typically not related to a device malfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that the valve load was confirmed via visual, tactile, and fluoroscopy inspections.there was no misload, no unusual resistance when loaded, and the valve was loaded only once. As reported the patient anatomy contributed to the valve infold. The dislodgement occurred due to a small left ventricular outflow tract (lvot) per the physician. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26mm transcatheter bioprosthetic valve, an infold was noticed and the valve was deployed. During deployment, a dislodgment occurred. As a result, a second 26 mm valve was implanted ¿below¿ the initial valve. The native annulus was noted to have mild-moderate calcification and the left ventricular outflow tract (lvot) had mild calcification. No additional adverse patient effects were reported.